Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection the returned device confirmed that the manufacturer medical seal was missing upon receipt. Functional tests, including calibration tests, passed. Error codes were not found in the event history log. Results: the customer reported problem was not duplicated during the investigation as no problem was found. The returned device passed all functional and calibration tests during the investigation. Root cause of the reported issue could not be determined as the returned device passed all functional and calibration tests. The downstream occlusion sensor will be replaced for preventive measure. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120.

Manufacturer narrative:
Other text: b5: additional information received on 20july2022 via email and attached to complaint object: all issues found during testing. No patient involvement.